Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat leaking and incontinence. It was reported that following insertion the patient experienced severe pelvic and abdominal pain, leaking, urinary tract infections, yeast infections, bladder infections, foul odor in urine, terrible urgency to urinate, infection, fatigue, pain during sexual intercourse, burning when urinates, and uncomfortable to sit or stand. No additional information was provided. (B)(4) - foul odor in urine; fatigue; dyspareunia; uncomfortable to sit or stand.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
Date sent to the FDA: 05/18/2016.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, the patient underwent a laparoscopy-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, uterosacral vaginal suspension, anterior and posterior colporrhaphy, cystoscopy, and a sling was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopy-assisted vaginal hysterectomy, bso, uterosacral vaginal suspension, a & p colporrhaphy, and cystoscopy.

Event description:
It was reported that the patient concurrently underwent laparoscopy-assisted vaginal hysterectomy, bso, uterosacral vaginal suspension, a & p colporrhaphy, and cystoscopy.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary retention.